Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: during testing, the battery compartment was observed to be cracked. The display was dim and discolored. Unrelated to these issues, the keypad cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a display failure. This report is made based on results of investigation completed on 07/11/2016.